Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6) reported here as the facility name exceeded the character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results. The cre wireguided dilatation balloon device was not returned for analysis, and a media inspection observed that the balloon with evidence of torn longitudinal. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. There is insufficient evidence to determine whether the longitudinal tear resulted from physician manipulation/technique during the procedure or from a potential device malfunction. Due to the lack of evidence and the absence of a direct device evaluation, this investigation is assigned a most probable conclusion code of unable to exclude device problem. This conclusion is appropriate because the analysis of the available complaint information did not identify a more specific root cause. Furthermore, without the device for proper evaluation, the most probable contributing factors remain unknown. The product record review also did not identify any potential product quality issues or new patient harm. Based on all compiled information, the most probable cause is therefore classified as unable to exclude device problem. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the duodenal bulb descending junction during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat the cholangitis performed on (B)(6) 2025. During the procedure, the dilation balloon was advanced along the guidewire to gradually dilate the stenosis. It was reported that the balloon burst at 5 atm, but no piece of the balloon detached inside the patient. After the balloon was burst, the patient gastric mucosa was torn, resulting in bleeding. The bleeding was treated with fasting, hemostatic drugs, somatostatin, and other conservative measures. The procedure was completed with another cre pro wireguided dilatation balloon device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6) hospital (B)(6) reported here as the facility name exceeded the character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the duodenal bulb descending junction during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat the cholangitis performed on (B)(6) 2025. During the procedure, the dilation balloon was advanced along the guidewire to gradually dilate the stenosis. It was reported that the balloon burst at 5 atm, but no piece of the balloon detached inside the patient. After the balloon was burst, the patient gastric mucosa was torn, resulting in bleeding. The bleeding was treated with fasting, hemostatic drugs, somatostatin, and other conservative measures. The procedure was completed with another cre pro wireguided dilatation balloon device. The patient's condition at the conclusion of the procedure was reported to be stable.